Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 375c07. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage with a reload loaded (a) and a second reload (b) present. The reload loaded had 16 drivers up, the swing tab in the locked position and it was received with the staple retainer placed and cracked. The reload had the right gripping surface broken but still attached to the reload and the wedge damaged making the reload non functional. The reload (b) had the proximal 20 drivers up, with the swing tab in the locked position. The swing tab of the reload (b) was reset in order to fire the reload and it was tested for functionality achieving its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 375c07, and no non-conformances were identified. The lot#405c98 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an esophagectomy procedure, the device could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.